Manufacturer narrative:
(B)(6). Device evaluation: device photograph for the device related to the reported event of rupture was reviewed on dec 23, 2020. Visual analysis of the photographs identified: white particle material on the shell device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on right side. The device has been explanted.